Event description:
Reportedly, during advancement of the rx vision over a whisper guide wire prior to entry into the patient anatomy, resistance was met with the guide wire and the rx vision could not advance any further or be retracted. The rx vision stent delivery system and whisper guide wire were removed as one unit. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper guide wire is being filed under a separate medwatch MFR number. Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon and stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. This is all consistent with device preparation, and the reported information that the device was not used inside the patient anatomy. There was a kink in the hypotube 3 millimeters (mm) proximal to the guide wire exit notch. The guide wire exit notch was torn for a length of 4 mm. There were bends in the hypotube 4 mm and 6 mm distal to the guide wire exit notch. There was a whisper guide wire returned frozen in the guide wire lumen of the sds confirming the reported information that the guide wire could not be advanced or retracted; although, this could be related to dried blood/contrast. There was 5 mm of the tip of the guide wire extending out the tip of the sds. There was a slight bend in the tip of the guide wire 8 mm proximal to the tip ball. There was a bend in the core 83.5 centimeters distal to the proximal end of the guide wire. Factors that may contribute to the inability to advance/retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the catheter. To ensure that all products meet specification, all products are 100% visually inspected for damages and proper guide wire movement for the catheters on the manufacturing line. The sds and guide wire were left soaking in a warm water bath for a few minutes and the guide wire was able to be removed from the sds. There was blood visible on the guide wire and in the guide wire lumen of the sds upon removal. A mandrel was advanced through the tip past the proximal seal and through the guide wire exit notch and this met manufacturing criteria. There was slight resistance noted at the torn guide wire exit notch. The torn guide wire notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The guide wire outer diameter was measured and met manufacturing criteria. The polymer coating of the guide wire was advanced through a hole gauge and met manufacturing criteria. The whisper guide wire was backloaded through the sds and there was no resistance noted; therefore, the observed conditions of the guide wire did not appear to have contributed to the reported resistance and the reported guide wire resistance could not be confirmed. It is possible that there was partial dried blood/contrast on the guide wire which may have caused or contributed to the resistance; however, this could not be confirmed. The definitive cause(s) of the resistance with the guide wire leading to position and removal difficulties could not be determined. The observed hypotube bends/kink most likely occurred during advancement over the guide wire and/or during packaging for return as there was no report of any catheter damages during inspection prior to use. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating all other lot release testing met specification. Additionally, a query of the complaint handling database for this lot revealed no other similar incidents reported for guide wire resistance. There is no indication of a product quality deficiency.